Event description:
A malfunction was reported, identified by malfunction code malf 12. Blood glucose level was within the normal range, not exceeding 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappear.